Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a grey metallic coil is embedded in the proximal portion of the fallopian tube at the cornu.'), pelvic pain ('pain'), genital haemorrhage ('bleeding,'), autoimmune disorder ('autoimmune like symptoms') and cerebrovascular accident ('stroke symptoms') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary incontinence, endometrial ablation, menses irregular and rash. (B)(6) 2013,impression: heterogeneous uterus without focal masses. Essure coil devices are noted in the regions of the adnexa. Endometrial stripe thickness of 13 mm. Correlate with stage in menstrual cycle. Ill defined cystic foci are noted adjacent to the endometrium which are benign in appearance. 2.8cm right ovarian cyst, benign in appearance. Normal left ovary. Gross description: adnexa: other findings: none. Fallopian tube number 1 (right): measurement: 8.8 x 0.6 cm. Other findings: a patent lumen on sectioning and a grossly unremarkable fimbriated end. A gray, metallic coil is embedded in the proximal portion of the fallopian tube at the cornu . Fallopian tube number 2 (left): measurement: 8.5 x 0.6 cm other findings: a patent lumen on sectioning and a grossly unremarkable fimbriated end. A gray coiled metallic tube is embedded in the proximal portion in the cornu. Concurrent conditions included allergic rhinitis, migraine, headache, abnormal weight gain, infection, pharyngitis, hypoaesthesia, ovarian cyst, dysuria, candidiasis, allergic rhinitis, back pain, vaginitis, rash and dysmenorrhea. Concomitant products included desvenlafaxine succinate (pristiq) for hot flashes and mood change. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), cerebrovascular accident (seriousness criterion medically significant), hot flush ("hot flashes"), night sweats ("night sweats"), amnesia ("memory loss") and feeling abnormal ("brain fog"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, autoimmune disorder, urinary tract disorder, cerebrovascular accident, hot flush, night sweats, amnesia and feeling abnormal outcome was unknown. The reporter considered amnesia, autoimmune disorder, cerebrovascular accident, embedded device, feeling abnormal, genital haemorrhage, hot flush, night sweats, pelvic pain and urinary tract disorder to be related to essure. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming :night sweats, hot flashes, urinary tract infection, device embedded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-may-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("a grey metallic coil is embedded in the proximal portion of the fallopian tube at the cornu."), pelvic pain ("pain"), genital haemorrhage ("bleeding,"), autoimmune disorder ("autoimmune like symptoms") and cerebrovascular accident ("stroke symptoms") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary incontinence, endometrial ablation, menses irregular and rash. On (B)(6) 2013,impression: heterogeneous uterus without focal masses. Essure coil devices are noted in the regions of the adnexa. Endometrial stripe thickness of 13 mm. Correlate with stage in menstrual cycle. Ill defined cystic foci are noted adjacent to the endometrium which are benign in appearance. 2.8cm right ovarian cyst, benign in appearance. Normal left ovary. Gross description: adnexa: other findings: none. Fallopian tube number 1 (right): measurement: 8.8 x 0.6 cm. Other findings: a patent lumen on sectioning and a grossly unremarkable fimbriated end. A gray, metallic coil is embedded in the proximal portion of the fallopian tube at the cornu. Fallopian tube number 2 (left): measurement: 8.5 x 0.6 cm. Other findings: a patent lumen on sectioning and a grossly unremarkable fimbriated end. A gray coiled metallic tube is embedded in the proximal portion in the cornu. Concurrent conditions included allergic rhinitis, migraine, headache, abnormal weight gain, infection, pharyngitis, hypoaesthesia, ovarian cyst, dysuria, candidiasis, allergic rhinitis, back pain, vaginitis, rash and dysmenorrhea. Concomitant products included desvenlafaxine succinate (pristiq) for hot flashes and mood change. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), cerebrovascular accident (seriousness criterion medically significant), hot flush ("hot flashes"), night sweats ("night sweats"), amnesia ("memory loss") and feeling abnormal ("brain fog"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, autoimmune disorder, urinary tract disorder, cerebrovascular accident, hot flush, night sweats, amnesia and feeling abnormal outcome was unknown. The reporter considered amnesia, autoimmune disorder, cerebrovascular accident, embedded device, feeling abnormal, genital haemorrhage, hot flush, night sweats, pelvic pain and urinary tract disorder to be related to essure. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming :night sweats, hot flashes, urinary tract infection, device embedded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.